Event description:
It was reported that the rigid video scope gastroscope showed error regularly of connectors that do not connect well and the light was very dark despite the light balance. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable. Display of a scope communication error (e216). Broken light guide bundle of the video cable section. -light transmission is lost or too low. Based on the results of the investigation, it is likely the following led to the malfunction: broken video cable therefore, error 216 occurs and the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope gastroscope showed error regularly of connectors that do not connect well and the light was very dark despite the light balance. The issue occurred during an unspecified procedure. There were no reports of patient harm.